Event description:
It was reported that a patient underwent an hemorrhoidectomy procedure on an unknown date and suture was used. The suture broke during knotting hemorrhoid incision bleeding and the broken end of the blood vessel at the sew is exposed for bleeding. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much blood was lost (in cc¿s)? Were there any adverse patient consequences? Was the procedure completed successfully? Was there any additional medical or surgical intervention required besides re-suturing intraoperatively? Was the procedure delayed because the suture broke intraoperatively? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient¿s treatment altered in anyway due to the prolonged surgery time? If yes, please explain.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/18/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: additional information will be requested: how much blood was lost (in cc¿s)? Were there any adverse patient consequences? Was the procedure completed successfully? Was there any additional medical or surgical intervention required besides re-suturing intraoperatively? Was the procedure delayed because the suture broke intraoperatively? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient¿s treatment altered in anyway due to the prolonged surgery time? If yes, please explain. All answers above are unknown. Once there is any update, we will update the information. Product code updated from silkunk to sa845g.